Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notice from FDA which contained the following information: a customer reported experiencing skin reaction after using the adc freestyle libre sensor. Customer noticed that "her skin presented symptoms of discoloration (pink in color) and the area was painful". Customer further reported that her "abdomen became distended". There was no report of any self or third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Additionally, adc has identified two previous complaints from this customer related to skin reactions where the customer had indicated that their hcp recommended that the sensor be applied to the stomach, which is an unapproved sensor application site. Both complaints capture that the customer was educated on approved application site by customer service. Per label copy, freestyle libre 14 day sensors are only to be applied to the back of the upper arm. The application of the sensor is not approved for other sites. Adc has not received any follow up from the customer with additional information regarding this complaint. If product is returned, a physical investigation will be performed, and a follow up report will be submitted with the results.

Event description:
Abbott diabetes care received a notice from FDA which contained the following information: a customer reported experiencing skin reaction after using the adc freestyle libre sensor. Customer noticed that "her skin presented symptoms of discoloration (pink in color) and the area was painful". Customer further reported that her "abdomen became distended". There was no report of any self or third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.